Event description:
The patient was brought into the operating room for a scheduled cesarean section. She underwent a spinal procedure that was accurately performed (including visualization of csf). However the spinal did not accurately set up. The patient had sensation to the allis test even after waiting 30 minutes post-spinal. The patient was given the option to safely wait approximately 4 hours and undergo another spinal or undergo general anesthesia. The patient opted to undergo a general anesthetic. I strongly believe the failure of the spinal lies in the bupivacaine that was used. The bupivacaine came from the spinal kit and the drug's lot number is 20328a with an expiration date of 03/2025. The spinal kit's lot number is 0061861582. Recent trend with spinal kits in ob(obstetric) patient population. C-section anesthesia.